Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a battery failure. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the battery is defective. As a result, a replacement battery (pn: (B)(4) was shipped to the customer to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.